Event description:
A peritoneal dialysis patient called fresenius technical support stating he had pain whenever he filled or drained.

Manufacturer narrative:
A product investigation was performed on this device. A visual inspection showed dried fluid inside the cassette compartment. There were no exterior, visible discrepancies, retightened the mushroom heads. A simulated treatment was performed with no alarms or issues. All functional tests passed. A review was performed of the device history records. There were no unexpected variances, adjustments or comments noted in the device records. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance associate medical director there was no evidence to reasonably suggest that cycler caused or contributed to the patient's hospitalization and subsequent death. There were no reported leaks or cycler malfunctions. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(6) 2011 to (B)(6) 2013.